Manufacturer narrative:
The reported complaint of the suspected catheter leak was confirmed during functional testing of the returned solex 7 catheter (lot#: 186519). A pinhole leak was observed from the proximal end of the serpentine balloon. However, the customer used an expired catheter, the catheter expired on april 30, 2024. During the functional leak test of the returned catheter, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed from the proximal end of the serpentine balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints for the solex 7 catheter with lot number: 186519.

Event description:
The ICU manager reported that a solex 7 catheter (lot#: 186519) was inserted in the left internal jugular vein of a 76-year-old male patient for a rewarming procedure. The catheter placement was completed on (B)(6) 2024 at 01:45 in the ed (emergency department) without difficulties. During the treatment, the thermogard system generated an "air trap" alarm. The console's pump rotor stopped, and subsequently, the console went into standby mode. Upon inspection, the ICU nurse observed blood-tinged saline in the start-up kit (suk) and catheter tubing. There were no reported issues with the infusion lumens. The solex 7 catheter was removed at 09:45 without difficulty. The catheter was suspected to leak, and approximately 250 milliliters of saline were suspected to have infused into the patient's bloodstream. The patient was rewarmed using a water-circulating blanket after the solex 7 catheter was removed. The customer did not report any issues with the thermogard console used during the event. No other concerns for patient injury were reported.